Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown cone body. Additionally an unknown stem and head were also revised. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The devices are not available for evaluation due to hospital policy. Additional information required to conduct an investigation was requested but not provided. Not returned.

Event description:
It was reported patient had revision of hip due to infection. Doctor took out cone body, stem and head.